Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope had an angulation malfunction. There were no reports of delays, and no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the play of the up/down knob was out of the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, the bending tube was deformed, the adhesive around the light guide lens was peeled, the connecting tube had a dent, the connecting tube had a scratch, the connecting tube had discoloration, the connecting tube had a wrinkle, the scope cover cover unit had a scratch, the scope connector had a scratch, the protector of the universal cord on the scope connector side had a scratch, the universal cord had a scratch, the grip had a scratch, the suction cover had a scratch, the switch box had a scratch, the paint on the suction cylinder was peeled, the lock engagement lever and knob both had a scratch, the up/down and the right/left knobs both had a scratch, and the control unit had a scratch and discoloration. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer flushed the air/water nozzle with air and water with a delay in the precleaning and abnormalities observed. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Such events can be detected and prevented according to the following IFU. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-190 series operation edition. Instruction manual gif/cf/pcf-190 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.